Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the stylet inserted in the lead. Visual inspection revealed no abnormalities. The lead and tip appeared normal. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of surgical intervention.

Event description:
It was reported that this right atrial (ra) lead was temporarily used post implant procedure due to sinus node dysfunction, and was replaced with a new lead. No adverse patient effects were reported. This lead was returned for analysis.